Event description:
Customer reported a malfunction alarm after a software update, during which they did not remove the cartridge. It is unknown if there was an adverse impact on the customer's blood glucose level. The customer was unable to shut down the pump, even after attempts by the pump representative and usage of a cable and computer. Technical support assisted with resetting the pump and provided a new pump, as it was under warranty. The customer was instructed on storage mode procedures and agreed to return the faulty pump within ten days using a prepaid label. A backup insulin pump was selected as the interim solution to ensure continuity of insulin delivery.